Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted and released at an acceptable depth. Fluoroscopy identified mild-moderate paravalvular leak (pvl). During the post-implant balloon aortic valvuloplasty (bav), the balloon began to shimmer back and forth, which dislodged the valve lower than the initial implant location. Severe aortic insufficiency (ai) was identified. Several attempts were made to snare the valve up into the annular position but the valve was seen sliding down into a deeper position. Severe ai was still present and a decision was made to pull the valve into the ascending aorta. While the valve was being snared, a non-medtronic valve was implanted. Fluoroscopy identified that the first valve was moving during each heartbeat. It was reported that since a bare metal stent large enough to secure the first valve to the aortic wall was not available, a large non-medtronic covered thoracic graft was used to pin the first valve in the ascending aorta. The graft covered the coronary arteries and the pressures dropped. The graft and first valve were surgically removed but the patient subsequently expired the day of the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular and central regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, and compliance of the aorta and native vessels. In this case, it was learned that the balloon valvuloplasty led to dislodgement of the valve, which necessitated snaring of the valve to the ascending aorta. Without angiographic images of the dislodgement, the report of the balloon dislodging the valve could not be confirmed or assessed. Two static angiographic images were provided showing the valve being snared to the ascending aorta. As reported, there is not direct causal relationship between the patient death and the subject device as the thoracic graft was responsible for covering the coronary arteries, resulting in hypotension and subsequent death. There was no information to suggest a device quality deficiency related to this event. If information is provided in the future, a supplemental report will be issued.